Manufacturer narrative:
There were no alarms on the last calibration that was performed on (B)(6) 2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cea value of 6.2 ng/ml. The sample was repeated twice, each time resulting in a value of 1.3 ng/ml. The cea reagent lot number was 53342101, with an expiration date of 31-jul-2022.